Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05144. It was reported the patient experienced ineffective stimulation. System diagnostics determined high impedances on the few contacts. Reprogramming was tried to no avail. As a result, surgical intervention may be taken at a later date to address the issue.

Event description:
Device 2 of 2 : reference MFR. Report# 1627487-2018-05144. Additional information received identified one of the leads were explanted and replaced which resolved the issue. Effective therapy was restored postoperatively. It is unknown which lead was explanted. Therefore, explant date is listed for both the leads.